Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0908: to not be showing up accurately a23: issues completing a passing registration d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 1.2.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was having issues completing a passing registration. The site was using a 3-point touch registration method in an optical procedure and continued to get a "registration failed" message. The trace points were also alleged to not be showing up accurately on the three-dimensional (3d) model. There was troubleshooting present. The site changed the registration method to trace and change the trace pattern. It was recommended that the surgeon start tracing on the bridge of the nose and focus on collecting as many points as possible moving laterally back and forth on the bridge of the nose, then moving to the forehead. The site was able to get a passing registration and verify accuracy using known anatomical landmarks. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.